Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash underneath the front therapy electrode. The rash was reportedly bleeding. The patient's daughter, a nurse, advised the patient to treat the rash with an unknown medication. Follow-up attempts were unsuccessful. The medical outcome of the patient's irritation is unknown.